Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the pulse generator exhibited noise causing inappropriate auto mode switch episodes. The noise could be replicated by manipulating the header area. The device was explanted and replaced.

Manufacturer narrative:
Analysis found normal device characteristics.